Manufacturer narrative:
The complaint investigation was performed for false non-reactive results which included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and inhouse testing of a retained kit of lot 20330be01. Return testing was not completed as returns were not available. Trending review determined no trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 20330be01 and the complaint issue. Inhouse testing determined that the sensitivity performance of lot 20330be01 is not negatively impacted. The clinical sensitivity of the lot was evaluated by testing two commercially available seroconversion panels (zeptometrix hcv 9047 and hiv 9045). The seroconversion panel results were compared to historical architect anti-hcv test results provided by zeptometrix. The lot detected the same bleeds as reactive for the seroconversion panels. Further, it was noted that sample preprocessing time between the blood draw and testing was inadequate. Labeling review concludes that the issue is adequately addressed. Based on the investigation, no systemic issue or deficiency of architect anti-hcv reagent, lot number 20330be01 was identified.this follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. Patient identifier = sid (B)(6). Complete phone number (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided by the customer.

Event description:
The customer reported (B)(6) architect anti-hcv results on one patient. The results provided were: on (B)(6) 2021 sid (B)(6) initial = (B)(6). The patient¿s historical results are (B)(6) so the customer recentrifuged and retested the sample on (B)(6) 2021 = (B)(6). There was no reported impact to patient management.